Manufacturer narrative:
The scf-m73-l was mistakenly put in a box labeled for an scf-t65-48s/50l during the preparation of the customer order.

Event description:
During the replenishment of a tray by the distributor, the box labeled for a scf-t65-48s/50l component was found with a scf- m73-l component instead.